Event description:
Procedure: laparoscopy. When the trocar was removed from the pt, the spring grip on the device broke with particles of plastic falling into the surgical cavity. All pieces were retrieved by the surgeon. No pt injury reported.